Event description:
It was reported that the pt is to be explanted and re-implanted on (B)(6) 2012, due to lack of benefit with the implant. The pt's audiologist reports that the pt is not performing as well and has never performed well. Pt was activated in (B)(6) 2010 and reports little benefit from the device. She has audibility of sound, but reports difficulty understanding speech.

Manufacturer narrative:
The device has not explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.